Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Itchy sensation- mouth [oral pruritus], discomfort - mouth [oral discomfort] , there is scratch in the plastic casing of the brush head- oral b power care [device physical property issue] , brush head detaches during use- oral b power care [device breakage] . Case narrative: consumer email stated that there is a noticeable scratch in the plastic casing of the brush head that causing discomfort and an unpleasant itchy sensation when used and the brush head deatches during use. No serious injury was reported. Follow up: product batch lot number updated.

Event description:
Itchy sensation- mouth [oral pruritus] discomfort - mouth [oral discomfort] there is scratch in the plastic casing of the brush head- oral b power care [device physical property issue] brush head detaches during use- oral b power care [device breakage] case narrative: consumer email stated that there is a noticeable scratch in the plastic casing of the brush head that causing discomfort and an unpleasant itchy sensation when used and the brush head deatches during use. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.